Event description:
Approx ten minutes into the breast surgery, the pencil arced, burning through its housing and burned the pt. A deep 2nd to 3rd degree burn was sustained to the pt's breast (burn size: 8mm in diameter). The burn was treated with antibiotic ointment and bandaged appropriately. The pencil was being used for the third (3rd) time. The user facility uses a steam autoclave to sterilize their reusable devices.

Manufacturer narrative:
Conmed received one reusable pencil with a burnt pin hole on the side of the handle approx one half inch from the distal end. We performed esu interface in all modes and the returned device passed. Conmed performed continuity testing and the pencil passed. We opened the returned pencil and found severe corrosion and rust inside the pencil. Also, we noticed dried fluid residue marking the inside of the pencil. The IFU (instructions for use) states on cleaning to not fully immerse in fluids. The root cause was not following proper cleaning and sterilization techniques per the device IFU.